Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the therapy was working really good at the beginning but after they had a pet scan a couple weeks ago, they noticed it wasn't doing as well. Patient said in the afternoons they don't think it does as well as it does in the mornings. The patient reported that their baseline symptoms returned / lost therapy benefit and reported urinary symptoms. Reviewed therapy information and general programming guidance. Patient will maintain stimulation level and will continue to track symptoms. Redirected with hcp.